Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 212 mg/dl. Customer's other blood glucose value was 236 mg/dl, 395 mg/dl. The customer was treated with manual injection and intra venous saline for high blood glucose levels . The customer alleged that the insulin pump was under delivering insulin. Troubleshooting was performed and the device is not expected to be returned for analysis.